Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance, and a fracture was observed on x-ray imaging. The lead was surgically abandoned and was not replaced as the patient was implanted with a new single chamber (vr) pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance, and a fracture was observed on x-ray imaging. The lead was surgically abandoned and was not replaced as the patient was implanted with a new single chamber (vr) pacemaker. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance, and a fracture was observed on x-ray imaging. The lead was surgically abandoned and was not replaced as the patient was implanted with a new single chamber (vr) pacemaker. No adverse patient effects were reported.